Event description:
Reporter alleged blood glucose monitoring device results were high ("hi", 410 & 517 mg/dl) and went to the emergency room (ER) due to readings. Reporter stated the ER meter tested 150 mg/dl and a back to back test with her meter measured 377mg/dl. It was reported no treatment was received and no controls were used. A request was made for the return of the suspect device and replacement product was sent.